Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during an idiopathic ventricular tachycardia (idvt) ablation with a thermocool sf nav catheter, the patient experienced chest pain and pericardial effusion treated with pericardiocentesis. It was reported that the patient had a pericardial effusion. The physician was notified that impedance reading drop to 18 and was displayed on the carto 3 system during ablation in the left ventricle by the anterior lateral pap. The physician did not come off ablation and the procedure continued. Shortly after, the patient complained of chest pain. Anesthesia gave the patient medication for the pain. Then, intracardiac echocardiography (ice) revealed an echogenic (black) dot in the myocardium displayed on ice where ablation was occurring, and a frozen image was shown to the physician. The physician saw the image, and the physician stated that it was nothing and continued the procedure. The patient complained that the pain was getting worse, and the physician believed that the effusion was displayed on ice. The physician stated that it was there before. A right atrial shot was taken with ice to confirm the pericardial effusion, and the pericardial effusion became larger. The medical intervention provided was pericardiocentesis. The pericardial effusion was noticed during waiting period. The procedure was completed. After the case, the ice images were shown to the physician, and the outcome was that the physician believed it was artifacts. The last known patient status was stable. The ablation catheter was discarded, and unable to provide the details of the ablation catheter. There was one catheter exchange that occurred during the procedure. One transseptal puncture site was performed. There was no evidence of steam pop. The patient did not require cardiac surgery. The location of the perforation was mid anterolateral perforation adjacent to the anteriolateral papillary muscle. There was no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Additional information was received on 12-sep-2025. It was reported that there were no issues with flow rate. Clarification was requested to confirm if the equipment allowed ablation when the issue occurred. The response to this question was ¿n/a once we saw effusion all ablations stopped¿. It was also reported that the irrigation pump setup was automatic. The generator setting was in temperature control mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).